Event description:
It was reported that t:slim x2 pump battery would not charge even though pump was connected to working power outlet using charging cable and third-party wall adapter. There was no adverse impact to the customer¿s blood glucose level. Customer tried leaving pump connected for an extended time without success, then used different wall adapter and charging cable, after which pump began charging, and customer was informed that only recommended charging supplies should be used and was sent replacement charging supplies, with no further assistance required.